Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube)/essure coil sticking out of the right "fallopian" tube / migration of implant"), menorrhagia ("abnormal bleeding (menorrhagia)") and nephrolithiasis ("infection (bladder/ urinary tract/vaginal) type: kidney stone") in a 42-year-old female patient who had essure (batch no. A27187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dizziness (lightheadedness), vaginal bleeding, discharge, nocturia (excessive urination at night.), hematuria, incontinence, infertility, acne, mass, painful urination, painful intercourse, pregnancy, stress incontinence, vaginal discharge, vaginal dryness, vaginal itching, vaginal burning sensation, vaginal pain, back pain, joint pain, joint stiffness, joint swelling, muscle cramps, muscle pain, physical disability, tubal ligation, dysuria, chills, leg pain, arthralgia and muscle relaxation. Anteverted uterus, a narrow cavity sounding to approximately 8 cm and the right essure device was located mainly in the endometrial cavity. Current weight 140 lbs. Approximate weight at the time of essure placement 140 lbs. Previously administered products included for an unreported indication: tylenol with codeine, oxycodone from (B)(6) 2019 to (B)(6) 2019 and cholesterol in 2017. Concurrent conditions included cramp, discomfort, uterine ablation, right lower quadrant pain, hydronephrosis, abdominal pain (sharp pain, stabbing pain, cramp and gnawing pain.), midcycle bleeding, abdominal distension, dysuria, fever, nausea, vomiting, weight loss, endometrial ablation, bloody stool, diarrhea, thrombolysis, hemorrhoids, anal incontinence, rectal bleeding, rectal pain, absence of menstruation and incomplete bladder emptying. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot sweats"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss."), nephrolithiasis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back") and was found to have weight increased ("weight gain / loss specify which one : weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("psychiatric problems condition: anxiety") and depression ("psychiatric problems condition: depression"). The patient was treated with surgery (ablation, had 2 ablations and surgical removal of coil(s), salpingectomy (bilateral), tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage, mood swings, hot flush, cystitis, urinary tract infection, female sexual dysfunction, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, nephrolithiasis, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nephrolithiasis, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right essure coil was sticking out of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: approximately 50% of the proximal coil of the right essure device remains within the endometrial cavity. Contrast. Filling of the right fallopian tube under low pressure is compatible with nonocclusion . Followup hysterosalpingogram could be obtained in 3 months for further evaluation. Result: total bilateral occlusion, unilateral occlusion (left tube occluded); on (B)(6) 2013: impression: essure devices result in complete occlusion of the bilateral fallopian tubes unmarkable standard hysterosalpingogram. Result: total bilateral occlusion, unilateral occlusion (left tube occluded). The proper button was pushed on the essure device to initiate deployment rollback and the thumb roll was rolled back again to a hard stop and the coils were detached. There were 2 to 3 coils noted to be seen at the release, the proper button was pushed to initiate deployment rollback and the thumbwheel was rolled again to a hard stop and the coils were detached again. It was difficult to see the number of coils due to excess tissue from the posterior aspect in the sidewalls of the endometrium, it appeared to be 6 coils. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Lot no. Was added. Previously reported event "perforation of organs" updated to "perforation (fallopian tube)" and event migration of implant clubbed to it. Events- mood swings, hot sweats, menorrhagia, vaginal bleeding, urinary tract infection, bladder infection, apareunia, anxiety, depression, migraines, headaches, dysmenorrhea, dyspareunia, fatigue, weight gain, hair loss, kidney stone, abdominal pain, low back pain" were added. Onset date and severity updated. Reporter and reporter information, lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube)/essure coil sticking out of the right fallopian tube / migration of implant"), menorrhagia ("abnormal bleeding (menorrhagia)") and nephrolithiasis ("infection (bladder/ urinary tract/vaginal) type: kidney stone") in a 42-year-old female patient who had essure (batch no. A27187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dizziness (lightheadedness), vaginal bleeding, discharge, nocturia (excessive urination at night.), hematuria, incontinence, infertility, acne, mass, painful urination, painful intercourse, pregnancy, stress incontinence, vaginal discharge, vaginal dryness, vaginal itching, vaginal burning sensation, vaginal pain, back pain, joint pain, joint stiffness, joint swelling, muscle cramps, muscle pain, physical disability, tubal ligation, dysuria, chills, leg pain, arthralgia and muscle relaxation. Anteverted uterus, a narrow cavity sounding to approximately 8 cm and the right essure device was located mainly in the endometrial cavity. Current weight 140 lbs. Approximate weight at the time of essure placement 140 lbs. Previously administered products included for an unreported indication: tylenol with codeine, oxycodone from (B)(6) 2019 to (B)(6) 2019 and cholesterol in 2017. Concurrent conditions included cramp in lower abdomen, discomfort, uterine ablation, right lower quadrant pain, hydronephrosis, abdominal pain (sharp pain, stabbing pain, cramp and gnawing pain.), midcycle bleeding, abdominal distension, dysuria, fever, nausea, vomiting, weight loss, endometrial ablation, bloody stool, diarrhea, thrombolysis, hemorrhoids, anal incontinence, rectal bleeding, rectal pain, absence of menstruation and incomplete bladder emptying. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot sweats"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss."), nephrolithiasis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back") and was found to have weight increased ("weight gain / loss specify which one : weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("psychiatric problems condition: anxiety") and depression ("psychiatric problems condition: depression"). The patient was treated with surgery (ablation, had 2 ablations and surgical removal of coil(s), salpingectomy (bilateral), tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, vaginal haemorrhage, mood swings, hot flush, cystitis, urinary tract infection, female sexual dysfunction, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, nephrolithiasis, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nephrolithiasis, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right essure coil was sticking out of the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: approximately 50% of the proximal coil of the right essure device remains within the endometrial cavity. Contrast filling of the right fallopian tube under low pressure is compatible with nonocclusion . Followup hysterosalpingogram could be obtained in 3 months for further evaluation. Result: total bilateral occlusion, unilateral occlusion (left tube occluded); on (B)(6) 2013: impression: essure devices result in complete occlusion of the bilateral fallopian tubes unmarkable standard hysterosalpingogram. Result: total bilateral occlusion, unilateral occlusion (left tube occluded). The proper button was pushed on the essure device to initiate deployment rollback and the thumb roll was rolled back again to a hard stop and the coils were detached. There were 2 to 3 coils noted to be seen at the release, the proper button was pushed to initiate deployment rollback and the thumb wheel was rolled again to a hard stop and the coils were detached again. It was difficult to see the number of coils due to excess tissue from the posterior aspect in the sidewalls of the endometrium, it appeared to be 6 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.